Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. However, only eight cine images were viewable. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. A pre-implant balloon dilation was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 4mm on the non-coronary cusp in the cusp overlap view and 0mm on the left coronary cusp in the lao view with significant aortic regurgitation. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was released. However, an angiogram was not performed therefore it is not possible to confirm final depth and quantify the aortic regurgitation/paravalvular leak. No further images were viewable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, severe paravalvular leak (pvl) was observed. Subsequently, it was decided to implant a second transcatheter valve at a deeper implant depth. During the deployment of the second valve, the first valve dislodged. Additional information was received to report the patient's anatomy included heavy calcification in the native annulus and the left ventricular outflow tract (lvot). A non-medtronic (symedrix innowi) guidewire was used for the case. The deployment starting point was at the bottom of the pigtail catheter; however, because of the heavy calcification in the lvot, the physician initially targeted the implant at a depth of 1mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). The second valve was implanted valve-in-valve with a target implant depth of 2-3mm lower than the first valve - the final implant depth was 3mm on the ncc and lcc. Following implant of the second valve, two post-implant balloon dilations were required to resolve the pvl. Additional information was received to report following completed deployment of the valve, the pvl was moderate-severe; therefore, it required post-dilation twice. The pvl decreased to moderate after the first post-dilation and remained at a mild leak after the second.